Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, moderate paravalvular leak (pvl) was noted on the heavily calcified lcc. A post-implant balloon aortic valvuloplasty (bav) was planned to reduce the pvl. After waiting approximately a few minutes to give the nitinol time to expand, a final contrast image was taken and it showed that the valve had moved up and the pvl had worsened. It was reported that there was no outside force contributing to the movement but the patient's low sinus height, steep annular plane (ca. 60°) and narrow ascending aorta curvature were alleged to be contributing factors to the movement which the physician stated was a "torque effect". Due to the severity of the pvl, the bav was performed while pacing at 180 beats per minute (bpm). It was reported that a lot of push was placed on the balloon catheter. Following the bav, the inflow part of the valve had moved up with severe pvl noted. It was decided to implant a second valve, however, the patient developed a small, non-increasing epicardial effusion. The origination of the effusion could not be determined, but it was speculated to be from the valve's malpositioning or guidewire manipulation. The epicardial effusion was not severe and the patient remained stable. The patient was monitored throughout the night. One day post-implant, a second transcatheter bioprosthetic valve was implanted valve-in-valve reducing the pvl to moderate-severe. To avoid risk of an annular rupture due to heavy calcification, an additional post-dilation was not performed. No further adverse patient effects were reported.